Event description:
Procedure: intraoperative chronic lead test, with placement of a new defibrillator lead with retesting of acute pacing and sensing thresholds, a full defibrillation threshold testing and final programming of new device. The generator had already been confirmed in the office as being unable to accept charge with effectively an open charge circuit. The generator was removed from the device itself. The old device's impedence was checked. High voltage impedence of less than 20 ohms. As such, rptr was advised by co to replace the lead as well. The old lead was capped. A new lead was placed with significant difficulty. Appropriate pacing and sensing thresholds were obtained both with the pacing system analyzer as well as through the new generator itself. The lead was connected to the new generator and all further testing occurred through the device itself. Pacing and sensing thresholds were rechecked and found to be within good range as was the impedence. The pt then underwent defibrillation threshold testing according to routine protocol. Given the slightly lower output of this device as compared wtih the previous device, pt decided to check the current system at a 10 joule safety margin three times. With that testing successful and with only up to one or two beats of dropout at a sensitivity of 1.2, the device was programmed to final settings and left active at the end of the procedure. The new lead was medtronic spring model #6945 (65 cm). This is an active fixation steroid-eluting lead. The polarity of this is rv negative. The new generator is 7229cx.